Event description:
It was reported during central processing and cleaning, the instrument cable was sticking out.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm cadiere forceps involved in this complaint and completed the device evaluation. The cadiere forceps instrument was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.64" was found to be broken off the yaw pulley. The broken piece was not returned for evaluation. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. To the instrument jaws.